Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. Serial number unknown. The customer declined service and/or repair of the device. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilators battery failed. There was no patient involvement. The event date was not specified; estimate used.